Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 3006705815-2021-05065. It was reported patient experienced ineffective therapy. Diagnostics indicated that one of two leads had multiple contacts with impedance issue and a second lead that did not provide coverage in pain area. In turn, patient underwent surgical intervention on (B)(6) 2021 wherein the impeded lead was disconnected, but remained implanted and a new lead was implanted to provide effective pain coverage, which addressed the issue. It is unknown which lead had impedance issue.